Event description:
The customer reported a continuous burning rubber smell in the incubator when in use. The incubator is in the biomedical department because the staff is concerned about the smell being toxic for the baby inside the incubator. No adverse patient impact was reported. As the cause of the smell has not been determined, we cannot exclude the odor potentially permeating into the patient compartment or determine if the source is toxic.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Manufacturer narrative:
Despite intensive testing, the source of odor could not be clearly identified. It was verified that besides the aspect of odor there are no technical issues with the device. There is no other comparable case known. Since the involved devices have been used for about four years before the smell was noticed it can be excluded that a material and production error is the root cause. Draeger finally concludes that the substance that produced the odor was brought in during use or reprocessing. All concerned plastic parts have been replaced.

Event description:
The customer reported a continuous burning rubber smell in the incubator when in use. The incubator is in the biomedical department because the staff is concerned about the smell being toxic for the baby inside the incubator. No adverse patient impact was reported. As the cause of the smell has not been determined, we cannot exclude the odor potentially permeating into the patient compartment or determine if the source is toxic.